Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the daily totals are not correct. The insulin pump display a total of one unit for the entire day. Customer stated something is wrong with the insulin pump. The insulin pump has had the incorrect totals for two days. The blood glucose reading has elevated to 333 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.